Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. Caller said about a month ago, the patient fell at home. Caller said anytime the patient bowed her back she would start having what looked like a seizure. Caller said it looked enough like a seizure that they got a neurologist involved. Caller said it seemed like these episodes were kicked off by the patient bowing her back. Caller said these started after the fall. Caller said the patient was currently at physical therapy for strengthening and was not making progress. Patient fall was reported related to device issue. Stimulation event was reported related to positional movement. The caller try turning the stimulation off and consult with managing healthcare professional for next steps.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.